Manufacturer narrative:
The field service engineer (fse) replaced the power management (pm) pcba. All screen and front bezel functions are now working. Performed all required tests as according to philips rev. N manual.

Event description:
The customer called into technical support (ts) reporting that the device¿s monitor screen does not turn on. The customer reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed reported problem. Customer stated that the display came on as expected at one point but is not intermittent. The unit display is black but the unit still operates; the blower and cooling fan are working but cannot see anything on the display. The rse advised the customer to replace the lcd to correct or power management (pm) pcb if the problem persists. The investigation is ongoing.